Event description:
It was reported that " jaw misalignment - clip fallout [during gastectomy]." Additional applier was used to complete the procedure. No serious injury or harm reported. Patient condition reported as "fine."

Manufacturer narrative:
(B)(4)